Event description:
It was reported that during a battery replacement procedure, the physician decided to pull out this right ventricular lead from header. Subsequently, the physician checked this lead, the coating was damaged at the distal end of the lead connector, and also the electric wire was observed. However, the physician fixed this lead using an adhesive sleeve and the physician used this lead again because the patient is an older person, and there was no problem with measurements after connecting. No additional adverse patient effects were reported. The lead remains in service.